Event description:
It was reported that during use of this drill in a procedure, it was making noise, locked up and overheated. Following this event, metal shavings were noted in the surgical site. The shavings were retrieved with irrigation and suction and there was no injury to the patient.

Manufacturer narrative:
Investigation findings: the drill was received for evaluation and the reported problem of metal shavings was verified. The evaluation determined the metal shavings came from a damaged bearing in the collet assembly. It was noted that this drill was last repaired in 2006 and is overdue for preventive maintenance. Furthermore, the customer reported that a reprocessed non OEM bur was being used during this event. The instruction manual for this handpiece informs the user that the recommended service interval for this device is every 12 months. In addition the manual warns the user of the following: 1. Prior to each use, all instruments and accessories must be inspected for proper operation. 2. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. 3. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. 4. Dull burs and blades may cause heat buildup in the handpiece and the bone. It is recommended that single-use burs and blades are used. The customer has been provided education on the use of this product.